Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitreoretinal surgery, the ophthalmic backflush was unable to perform active suction on two occasions due to leakage at the aspiration connector. The surgery was completed on the same day, and no patient harm was reported. Additional information has been requested but is not available at the time of this report.